Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for the metal insert found no related manufacturing deviations or related anomalies. Review of the device history records and/or a lot specific complaint database search was not possible as the part/lot code required for the head was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege patient experienced debilitating pain, discomfort, and soreness in the area of his hip implant, thereby, negatively affecting his ability to perform activities of daily living. It is further alleged, on information and belief, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused toxic cobalt-chromium metal ions and particles to be released into patient's blood, tissue and bone surrounding the implant.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
In addition to what were previously alleged, ppf alleges infection requiring antibiotics and loosening of stem. Correct date of birth and date of revision were provided. However there was no record of what products were revised. Added cup, screws, cement, hole eliminator and stem to the impacted products to addressed the allegation of infection.

Manufacturer narrative:
(B)(4) (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.